Event description:
Pt in for hemodialysis treatment. After approx 1 hr on treatment, "pct" noted decreased blood pressure - pt clammy. Found venous line disconnected from ash catheter. Estimated blood loss 300-500cc. Emergency treatment for hemorrhagic shock. Transported to local ER.